Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error. The customer¿s blood glucose was 180 mg/dl. The customer reports they received a critical pump error. Troubleshooting was performed for critical pump error and noticed critical pump error image on the pump screen. The customer was advised pump will be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) and pump error 35 noted in device history due to a problem isolated to the electronics. The force sensor zero offset did measure within specific range.